Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had noise on the rate/sense (rs) and shocking channels stored as a non-sustained ventricular tachycardia (nsvt) episode, which resulted in pacing inhibition. The pacing threshold and lead impedance measurements are stable and within normal limits. This is the first such episode recorded. The local guidant representative was unable to produce noise with patient isometrics and pocket manipulation.